Event description:
Infant had 5.0 fr 60cm pvc enteral feeding tube in place. This rn noted upon inspection that adapter at the end of the feeding tube had fallen off. Feeding tube removed and replaced with new enteral feeding tube. FDA safety report ID # (B)(4).